Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's lead were infected. The echocardiogram showed vegetation on the lead and an elevated white blood count. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed and no anomalies were found.